Event description:
It was reported to nevro that a patient who had been admitted to the ER with complaints of severe pain. The patient received IV medication to help with the pain. The patient was seen at the physician office in the following days and labwork was ordered. It was determined that the pain was due to infection. The device was explanted.

Manufacturer narrative:
The returned device was subjected to visual and electronic control tests. There were no abnormalities observed. The electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. The investigation did not find any evidence of device malfunction. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related. The manufacturing and sterilization records of all implanted devices associated with this event were reviewed and no nonconformities were found.